Event description:
It was reported that atrial oversensing due to noise was noted on atrial high rate episodes. It was also reported that the atrial lead thresholds were chronically high. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.